Event description:
It was reported that the patient underwent total hip arthroplasty on (B) (6) 2008. Subsequently, the patient was revised on (B) (6) 2010, due to pain and crepitation. The acetabular cup, taper adapter, and modular head were all replaced.

Manufacturer narrative:
Evaluation in process but not yet complete. Upon completion of evaluation, a follow up report will be sent to the FDA.(B) (4).

Event description:
It was reported that the patient underwent total hip arthroplasty on (B)(6) 2008. Subsequently, the patient was revised on (B)(6) 2010, due to pain and crepitation. The acetabular cup, taper adapter, and modular head were all replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of returned device found scratches and wear marks on the non articulating surfaces and discoloration in the taper area. (B)(4)